Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary:the condition of constant alarm was confirmed on power up and it was due to fail code 199 in the event history, this fail code was caused by depleted batteries due to deep discharges. The batteries were replaced doe to damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported constant alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.